Event description:
Event description boston scientific received information that prior to the implant procedure, it was noted that this right ventricular lead was fractured. The lead was not used. The helix of a second lead was observed to be extended prior to the implant procedure. This lead was also not used. A third lead was attempted to be placed in the atrium, but difficulty was experienced in plancing the lead in the vessel and the lead was electively removed. A single chamber device was succesfully implanted along with a right ventricular lead.